Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma nail was removed. The nail was in two pieces separated below and above the lag screw. It was replaced with a recon nail.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, left gamma3® ø13x400mm x 125° was alleged of issue k-170 (implant breakage - nail) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Gamma nail was removed. The nail was in two pieces separated below and above the lag screw. It was replaced with a recon nail.